Event description:
It was reported that the patient presented in-clinic after receiving inappropriate therapy. Low impedance was noted. Lead was explanted and replaced.

Manufacturer narrative:
Internal insulation abrasions were found at several locations between 8.7-15.0cm from distal tip. Externalized conductors were noted at 11.7-18cm and 12.4-15cm from distal tip. Etfe was intact at all locations except rv conductors and inner coil were melted and fractured at 13.0cm from distal tip. External insulation abrasions were found at 7-8.5cm and several locations between 34.5-50.9cm (due to friction to another device) from distal end. Etfe coating was intact at all locations; inner coil was exposed at 7.5-8.5cm. Internal abrasion under svc shock coil was found at 27.1- 27.9cm from distal end, with etfe lumen melted and one cable fractured. Inner coil was melted and fractured in this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.